Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales rep reported via email: pleurx has been occluding and she has been coming into clinic to flush it with tpa. The issue is, when we are flushing it, the valve actually comes off of the catheter with the backpressure. Valve separated from catheter, catheter replaced. Additional information received (B)(6) 2017: I was waiting for the contact to get back to me on the patient details. The cns, (B)(6), is relaying all the info to me so it's 3rd hand by the time she gets it. The md never did end up swapping out the catheter and is saying it is working properly now. She did respond saying they did not have a lot number. (B)(6) 2017: spoke to the sale's rep who stated that there is no further information and that he is now told that the catheter was never changed and is functioning fine at this time. No sample available.